Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was performed on (B)(6) 2020 via tka for the patient¿s right knee joint. The patient¿s distal femur and posterior femur have large bone defect, the surgeon planned to use 4 femoral augments (size5) for medial and lateral distal, posterior femur. The surgery was completed without any surgical delay. No further information is available.